Manufacturer narrative:
Device will not be returned for evaluation. Endoscopy support specialist(ess) performed observation at the facility. During observation, it was observed that the customer was not checking the mb-155 cord prior to connecting the leak tester to the scope. Ess observed the customer not allowing the scope to soak for the recommended detergent soak time. Ess instructed the customer on how to properly leak test the scope and check the silver pin inside the mb-155 cord prior to connecting to scope. Customer was informed to allow scope to soak in the detergent for the detergent soak time per detergent's manufacture instructions for use. No further information was reported.

Event description:
The customer requested to obtain a repair reduction observation from olympus. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05761. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the endoscopy support specialist findings, the potential root cause has been confirmed to be failure to conduct correct/ sufficient reprocessing. Olympus will continue to monitor the field performance of this device.